Event description:
Caller reported a malfunction on the pump, identified by a malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Cts resolved the issue by sending a replacement pump, and the customer agreed on the necessary steps, including putting the pump into storage mode, programming settings, and connecting their cgm to the new pump. The customer was instructed to use a mobile app with the current pump in the meantime and return the faulty pump to tandem via ups within 10 days to avoid charges. Customer will continue to use current pump.